Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex coronary artery. After imaging with the dragonfly optis imaging catheter was complete, the physician attempted to pull the catheter back but it became stuck on the all star guide wire and the two devices had to be removed together as a single unit. A non-abbott guide wire was advanced and the procedure was able to be completed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR - the device was initially reported as returning for analysis, but has now been reported as not returning. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the dragonfly optical imaging catheter during the attempt to pull the catheter back resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.